Event description:
It was reported that the customer has been hospitalized several times due to high blood glucose levels. The caller did not have the insulin pump with her, and didn't feel comfortable providing information regarding the event. The caller stated that she would have the customer call back to provide more information and to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.